Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for these events could not conclusively be determined through this evaluation, the account reported the alarms were due to monomorphic wide complex tachycardia. The controller event log file contained events from (B)(6) 2026. Low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms, and the log files were submitted for review. The event log file captured intermittent low flow alarms as well as brief low flow estimated with elevated pulsitility index (pi) from (B)(6) at 13:34. The estimated flow fluctuated below 2.5 lpm threshold. Most of these events were brief and didn¿t generate the alarms, it was less than 10 seconds to trigger the alarms. There were no unusual rotor faults, or any other abnormal pump faults were seen in the event log files. There did not appear to be any type of external mechanical circulatory system (mcs) equipment issues causing these events. Otherwise, there were no notable alarm conditions or parameter changes seen in log files. Based on the data visible in the log files the mechanical circulatory system (mcs) equipment was operating as intended electronically and mechanically. The cause of low flow was identified to be due to monomorphic wide complex tachycardia. Also, point-of-care ultrasonography (pocus) was notable for biventricular standstill. The patient was defibrillated with restoration of sinus rhythm. The patient experienced symptoms of persistent nausea and vomiting. It was reported that the patient was sedated then cardioverted with restoration of sinus rhythm. Then the patient was placed on amiodarone bolus and drip (gtt) and received IV magnesium + 500 cc bolus. The patient has a history of ventricular tachycardia, and the reason was found to be unknown. The patient had an implantable cardioverter defibrillator implanted in (B)(6) 2025, prior to vad. The tachycardia was resolved as there were no tachycardia events after (B)(6) 2026. The patient was transplanted on (B)(6) 2026. The patient was admitted to the hospital with ventricular fibrillation which required external cardioversion. The echo demonstrated progressive right ventricle (rv) dysfunction and dilation.